Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. One opened, used premium vacuum phaco pack with mics was returned with the cassette and tubing. No other content was returned. Visual inspection found the short spike shaft was attached to the bss bottle. There was fluid in the cassette, tubing and bottle which was filtered to extract any fm/particulates from the cassette and bottle. The particulates captured appear white/off white with a soft gel like consistency, and will be sent to a laboratory for further analysis. The investigation is ongoing.

Event description:
A user facility in the (B)(6) reports finding white matter present in their eye during the procedure. It was removed successfully. There no patient impact.

Manufacturer narrative:
Correction h10: eds of the particle from the cassette indicated that it consists primarily of carbon and oxygen. Lesser concentrations of chlorine, sodium, calcium, potassium, and sulfur were also detected. This is consistent with organic material and saline residue. The investigation is complete.

Manufacturer narrative:
The lab analysis of particles from both the cassette and the bss bottle found them to consist primarily of mucus with lesser concentrations of saline residue. The particle samples were microscopically examined, photographed, and measured using a camera-equipped optical stereo microscope. The samples were analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope(sem) and a a fourier transform infrared (ftir) spectrometer. Eds analysis of the particle from the bss bottle indicated that it consists primarily of carbon. Lesser concentrations of chlorine, sodium, oxygen, sulfur, potassium, calcium, and phosphorous were also detected. This is consistent with organic material and saline residue. The ftir analysis of both particle samples produced spectra consistent with that of mucus. The source is unknown, and therefore the root cause is unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.